Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with unknown blood glucose. The customer was hospitalized for two week. The customer was treated with intravenous drip. Customer was not on a pump at the time of the hospitalization. Customer was not using the auto mode at that time. The insulin pump will not be returned for analysis.